Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site to gather more information on universal surgical manipulator (usm4) regarding error 319. Fse found usm4 was locked into a hard communications fault and attempted power cycle and reseat usm4. Fse replaced usm4 due to multiple errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the reported issue. Upon reviewing error logs, error 319 was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where fiber test was found to be failing on the 0x3 axis. Once testing was completed, the rolling loop fiber was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the rolling loop fiber.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error occurred. The tse found error 307 in the logs pointing to universal surgical manipulator (usm4). The customer recovered the error, but the system was locked up. The tse had the customer power cycle system, but then error 319 occurred. The tse had the customer perform a hard power cycle, but error 319 persisted. The tse had the customer disable usm4 to continue with the procedure. The customer noted that with usm4 being disabled, the procedure was significantly harder. In addition, the customer noted that a brake error 23022 on usm2 appeared while disabling usm4, and it could be recovered. The procedure was completed as planned with no reported injury. After the procedure, the customer called back to report that the error persisted after multiple system reboots.